Event description:
It was reported that the pt experienced an allergic skin reaction, possibly to the pump. The pt was administered oral baclofen prior to the pump being implanted without a reaction. The pump contained lioresal at a dose of 50 mcg/day. The pt developed a seroma at the pocket site and had red and edematous skin from the pump around to the back. The pt's symptoms also included pruritus and swelling. Antibiotics were administered and the pt had a derm consult. Per the reporter, "ID done"; the area was "painful to touch". The testing determined that the pt was allergic to 5 silicone rubbers in the device system. The pump and catheter were removed in (B) (6) 2010 due to the allergic reaction. The fluid was; no sign of infection. The pt outcome was no injury and recovered without sequelae. The pt believed that the pump "was very successful and I would like to have another chance to try it again". The hcp had an allergy kit to test before another pump and catheter were implanted. It was later reported that the catheter never "sealed" and was leaking csf fluid. The hcp removed "50 cc" of csf fluid from around the pump. Per the reporter, "there was always fluid around it".

Manufacturer narrative:
(B) (4).